Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete physician information. The reported issue was confirmed. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event was isolated to physical damage to the upper assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. No CAPA is required; the root cause of the reported issue could not be confirmed to be a manufacturing, design, or quality system related occurrence. The reported issue will continue to be monitored for trends and reviewed in qdr (quality data review).

Event description:
During the procedure, the generator made a continuous beep and the screen went black. The generator was restarted, however, the issue was not resolved. As a result, the procedure could not be completed.